Event description:
It was reported that a user received multiple pairing failed messages when attempting to connect a dexcom g7 to the ilet, resulting in intermittent communication failure between devices and requiring application of a new sensor, with the issue limited to pairing with the ilet; the relevant device components included the antenna and electrical/magnetic elements. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet consistent with intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.